Manufacturer narrative:
(B)(4). Final analysis found that the cable was fractured at 40 cm and the outer coil fractured at 49.5 cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead was explanted and replaced. The patient was in stable condition post procedure.